Event description:
Customer reported battery depletion issue, with current pump battery depleting more than 25% in a 24-hour period. There was no adverse impact to the customer¿s blood glucose level. Customer declined further assistance and did not take any additional corrective actions.